Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected (tested on case (B)(4)) test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from all five meter memory results. The customer¿s expected fasting blood glucose test result range is 132-140 mg/dl. The customer feels well and did not report any symptoms. Customer stated she was concerned with the results and called her doctor on (B)(6) 2020 and a1c test was ordered. Customer was also concerned about possible effects from recent endoscopy test on her results. Customer had a second vial she was using prior to current lot: mx4208s. Customer was concerned with results from both vials and had contacted the doctor due to the results from both reference case-(B)(4). During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom; open vial date one week ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).